Event description:
It was reported that this device triggered an error and was part of the ingenio advisory. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that this device triggered an error and was part of the ingenio advisory. The device was explanted. No additional adverse patient effects were reported.